Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported insulin flow blocked alarm during therapy. Customer confirmed insulin did not exit at infusion set quick release during 5u fill cannula. Customer ran load reservoir with an empty pump until pump's piston reached end of travel. Pump did not alarm with 'no reservoir detected'. Customer received load reservoir complete message. Customer reported high bgs. Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose was 22.3 mmol/l at the time of the event. The current blood glucose value was unknown. The customer received recurrent insulin flow-blocked alarms. Troubleshooting was declined by the customer, and it was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the auto mode/smart guard feature was active at the time of the high blood glucose event or not. No further patient complications were reported. The customer discontinued using the device and it will be returned for analysis.